Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services or in emergency room on an unknown date. Customer blood glucose was unknown. Customer stated that the infusion set had bent cannula. The insulin pump will not be returned for the analysis.